Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The provided photos show an unopened blister pack that does not have the printed lot number or expiration date. Retained samples could not be tested as the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle pre-attached holder, a total of fifty (50) units exhibited a missing batch number and expiration date on the packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle pre-attached holder, a total of fifty (50) units exhibited a missing batch number and expiration date on the packaging. No adverse impact was reported regarding the patient or user.